Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/25/2016. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture baker grade iii are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture baker grade iii.

Event description:
Healthcare professional reported ¿capsular contracture baker grade iii¿, ¿hypoechoic solid nodule on left medial lower quadrant and on medial upper quadrant of the same breast, both suggesting fibroadenoma¿, ¿folds", ¿simple cyst" and ¿small seroma on the inner lower quadrant". The device has been explanted.